Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 16.6cm to 16.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis. Insulation abrasion